Manufacturer narrative:
(B)(4).

Event description:
It was reported that insertion key hole where handpiece goes into is malfunctioning. Will not allow handpiece to lock into place. No case involved.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation, visual inspection reported no fault found, the functional evaluation found the device failed to turn to the locking position, establishing a relationship between the device and the reported events. The root cause identified as corrosion, a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The device intended to be used in treatment was not returned for evaluation all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes include blockage or damaged component, a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.